Event description:
A social media article posted on a law firm's website on (B)(6) 2013 alleged that an unidentified woman experienced a cardiovascular event in (B)(6) 2010 during dialysis and subsequently expired after the use of the product.